Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication due time were not appearing properly. The technical support specialist (tss) verified the orders and identified two repeated patterns and cause error as the system was confused to follow which pattern. Tss instructed the user to reach out the active directory from hospital as each medication should have only one repeat pattern and the system received two repeated patterns from adt. The repeated pattern was not mapped and failed to work and also the blue icon would not appear. Tss also provided the instruction to edit the frequency code under external order frequency code by navigating the interface setup. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication due time did not appear properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, medication due time did not appear properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.